Manufacturer narrative:
Phone: (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an explant/exchange of a symfony toric lens was necessary due to the patient experiencing foggy vision that was affecting their quality of life. A new toric lens was implanted instead. No additional information was provided.

Manufacturer narrative:
Corrected data: conclusion code 67 was provided however this was incorrect, the code should have been 11 to reflect the code of 02. Therefore, coding for product evaluation is being provided in this follow-up report. Additional info: through follow-up we learned that no vitrectomy was required and no yag capsulotomy was performed during the explant. The lens was cut-up and discarded. The main incision did not have to be increased as two new paracentes were created. Vision details before explant: 1.0 corrected with +3.0 sph -1.5 cyl/155°. Far-vision without correction: 1.0, near vision without correction: j5 ¿ j3. If implanted; give date: (B)(6) 2014. Device evaluation: the intraocular lens (iol) is not returning for evaluation as it was cut-up during explant and discarded; product testing could not be performed because the product was not returned. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search on complaints revealed that no similar complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.